Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform serial #(B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.